Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer 2.2 does not close. Customer stated that drawer does not closed it causing malfunction and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer does not close. A field service engineer power cycled medstation and reseated all drawer cables to resolve this issue. The system functioned as intended field service engineer troubleshooted the device.